Event description:
Port catheter was removed from patient. Catheter was non-functioning and had a fracture in the tubing.====================== health professional's impression======================unknown======================manufacturer response for power injectable port, smart port CT======================manufacturer provide rga for product return evaluation.